Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the scope was too short for the cannula. The surgeon could unintentionally scoop out small portions of cartilage.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: scope too short for cannula. Probable root cause: manufacturing error. The alleged failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the scope was too short for the cannula. The surgeon could unintentionally scoop out small portions of cartilage.